Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements eventually going out of range measuring 169 ohms. Technical services reviewed the information and recommended lead replacement. At this time, the lead remains in service. No adverse patient effects were reported.